Event description:
Rc5 titanium anchor broke at the eyelet during rotator cuff repair, and the distal portion remains in the humeral head. The patient has good quality bone and the site was not pre-drilled and tapped as recommended by the instructions for use. The surgeon did use recommended "two finger" insertion technique. Surgery was successfully completed using a back-up device, and it was stated that there was no significant delay.